Manufacturer narrative:
The event of lead migration was reported to abbott. X-rays confirmed one of the leads had migrated. The patient denied any falls or trauma. The migrated lead was replaced and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-03245. It was reported that the patient had a lead migration on one lead. The lead was then replaced on (B)(6) 2019, and therapy was established post op. Note: as it is unknown which lead was explanted, both leads are being reported.